Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The pt tests her blood glucose 4-6 times a week. She takes glucophage and glucotrol. She was unable to provide the details of her medication regimen. The pt indicated that the alleged meter issue started on the same day, at around 7:00-8:00 am, although she was unable to test her blood glucose that morning, the pt took her medications and prescribed and ate breakfast. Later that same morning at an unspecified time, the pt developed symptoms of dizziness and sweating. The pt tried to test herself again at that point but encountered the same power issue. She immediately ate candy and felt better afterwards. The pt informed the medical affairs specialist (mas) that she would have eaten a snack if she was able to test before breakfast and knew her blood glucose was fairly low. The patient admitted that she had not replaced the meter's battery according to the owner's manual. She did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began the pt also claimed that she could have possibly prevented the symptoms if she knew her blood glucose was low before breakfast and was able to eat a snack.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips, and control solution for eval, but has not yet rec'd them. If either the meter, strips and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.